Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The device was manufactured according to release specification. The sample was returned for evaluation. A visual exam was performed and no defects were observed. The clear cuff was then inflated to 25mbar by using a calibrated endotest and the cuff pressure remained. No leakage was found. When the blue cuff was inflated, however, the cuff pressure dropped rapidly indicating there was a leak. The blue cuff was then immersed in water and air bubbles were observed coming from the cuff. The area of leakage was identified and examined under 20x magnification and a cut mark was detected on the blue cuff. Based on the investigation performed, the reported complaint could not be confirmed. At the manufacturing facility, 100% leak testing is conducted, therefore, a defect of this type would be detected prior to release. It is possible that the issue reported occurred from mishandling the product during preparation; however, this could not be confirmed.

Event description:
The customer alleges that the cuff of the device was leaking. A new device was obtained.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the cuff of the device was leaking. A new device was obtained.